Manufacturer narrative:
Sections with additional information as of 16-june-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications added most likely underlying root cause mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined meter replacement. Strips were send as courtesy note: manufacturer contacted customer in a follow-up call on 23-apr- 2021 to ensure the initial concern has been resolved- able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 73, 77 and 75mg/dl. The customer¿s expected fasting blood glucose test result range is 80-150mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor regarding the low blood glucose test results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 123mg/dl and 120mg/dl using true metrix meter; customer was satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/14/2022 and test strips were opened three weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).